Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump alarmed for call service 064. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/30/2016 with the following findings: a review of the black box and alarm history showed a call service 064 alarm and was duplicated. The rewind, load, and prime testing, and the 24 hour testing failed. Unrelated to the original compliant, internal moisture damage was found near the motor flex connector. Due do the moisture the motor did not work. Additionally, the display was dim and pink. The battery compartment was cracked above the grip pad. The battery cap was damaged and the threads were stripped. The battery compartment cap was unable to be tightened to the test pump. A test cap was used for all steps. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).